Event description:
Tandem mobi cartridge alarm was reported by the customer, resulting in the customer's blood glucose level rising to approximately 300 mg/dl. The customer took corrective action by administering a correction injection via multiple daily injections (mdi). There was no involvement of third-party assistance. Technical support confirmed the cartridge alarm and provided guidance to the customer regarding the proper cartridge loading process. As a resolution, technical support sent a replacement pump with updated software and provided instructions for the return and storage of the problematic pump.